Manufacturer narrative:
Attempts for the return of the sensor as well as additional information requests have been made in order to identify the sensor involved in the reported event. It was indicated that the sensor used for this event was discarded and the sensor lot information was not available. If new information is obtained, a follow-up report will be submitted.

Event description:
The customer reported the sensor "drops out" with motion, is unable to obtain readings, and does not work well with patients on pressors or who are low-perfused. The customer also reported they had to draw gasses on a patient because they did not trust the monitor readings. No consequences or impact to patient were reported.